Manufacturer narrative:
We will file a follow up MDR at the completion of the investigation.(B)(4).

Event description:
The customer reported that when performing the image quality (iq) check and raising the patient support using the gantry control panel "up" button and releasing "up" button, the patient support continued to rise until the upper maximum limit and the e-stop were activated. There is no patient involvement when performing the iq check.